Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that prior to a transarterial oily-chemoembolization (toce) procedure, placement of the sutures was attempted in a common femoral artery using a proglide device in preclose technique. The arteriotomy was 6f. Reportedly, during device removal from the puncture site both suture limbs were pulled out of the device. The knot was loose. After the toce procedure was completed, hemostasis was achieved by manual arterial compression. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reported to be trained in the use of the proglide device but not established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported loose knot could not be confirmed. The knot was observed to be unraveled and may have appeared to be loose prior to unraveling. The reported event of the suture limbs pulling out of the device during device removal could not be replicated in a testing environment as it is likely based on operational circumstances. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.